Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d746 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, leak centrifuge alarm, system error f183: centrifuge speed too slow, and centrifuge bowl leak/break. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a leak centrifuge alarm during the first cycle while harvesting the buffy coat. The customer could not see any leak. The customer checked the leak detector and also cleaned it, but when the customer restarted the treatment the issue remained. The customer checked the centrifuge bowl and leak detector again and restarted the treatment, but a system error f183: centrifuge speed too slow alarm occurred. The customer checked the position of the bowl again and noted a blood leak at the head of the bowl. The customer aborted the treatment with no blood/products returned to the patient. The customer stated that the patient was in stable condition. The customer reported that they will start a new treatment with a new kit. The kit was not returned for investigation.